Event description:
It was reported that during insertion the guidewire coiled up into a knot and became stuck. Resistance was then met trying to advance the guidewire as it was coiled. They tried to advance the catheter and maneuver PICC and guidewire to uncoil, but could not. They then inserted another guidewire through the second lumen and upon removal of original guidewire the arrow guidewire was sheared and uncoiled. A piece of the uncoiled guidewire (when the guidewire comes apart and becomes a longer thinner guidewire) was left in the pt. As a result, the guidewire was removed in "specials" under fluoroscopy through the catheter site. A small piece of guidewire remained in the "tissue" of the pt. The pt was "fine" and was discharged from the hosp.